Event description:
A breast biopsy was performed using the intact breast lesion excision system (formerly the en-bloc system) in 2006. Although the targeted lesion was captured, there was insufficient margin behind the lesion so a cut/capture basket strut pierced through the skin at the nipple. Two stitches were required to close the wound. During follow up visits, it was verified that the patient is doing well and the wound "healed extremely well".

Manufacturer narrative:
Device could not be evaluated as no product was returned nor was the product lot number available. This event was first reported to intact medical corporation quality assurance on june 29, 2007.